Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to a gap between cable unit, the protector is not attached to the end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a gap between cable unit, the protector is not attached to the end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had broken cable connection. There were no reports of patient harm.